Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of final investigation. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient reported due to the retrieval. The following fields have been updated: b1, b2, b5, h1, and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of a gastroscopy procedure, the physician noticed that the distal cover was no longer attached to the duodenovideoscope. A repeat gastroscopy was perform and the distal cover was found in the duodenum. It was successfully retrieved with rat-tooth forceps. There were no further reports of patient harm. This complaint is #2 of 2 devices, for the duodenovideoscope.